Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an unknown procedure, after opening the device, the clips were fired with distorted shape prior to use on patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9195y. The analysis results of the el5ml device found that it was received in good visual condition. In addition, a bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and eight clips were ejected. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling the tab from the clip track was found to be damaged causing the feeding issue. However, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.